Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a validation code error on the patient profile. A technical support specialist found that none of the three validation codes provided by the pharmacy worked while trying to issue medication for a patient. The tss remoted in and discovered that the correct code was 534985300¿the client was missing a number 03 09. Tss inputted the update and the client was able to issue the medication. The system functioned as intended after the technical support specialist troubleshot the device

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank, there was a validation code error on the patient profile. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.